Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection there is no visible damage to the device. A review of the device history records identified deviations or anomalies during manufacturing for the cup, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2020 - 03798.

Event description:
It was reported during initial total hip arthroplasty, the inserter would not grasp cup, despite being assembled per surgical technique. Surgery was completed with another device. It was reported that no further information is available.